Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. No identification of the material could be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found clogged nozzle. Foreign material found at nozzle. This condition attributed to insufficient cleaning ,handling issue. Furthermore, due to clogging of clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. Due to clogging of nozzle, water removal ability does not meet the standard value.. The reported issue of " poor water supply" was confirmed. Additionally, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires were stretched. Adhesive on a-rubber (insertion section) has white-clouded area. Adhesives around objective lens has white-clouded area. Due to a dent on channel tube (ch-tube), forceps cannot be inserted smoothly. Connecting tube has a dent. Connecting tube has discoloration. Scratch found on image guide (ig) protector, universal cord. Insertion tube found wrinkled. The reprocessing information and foreign matter surveys results obtained from the customer facility were noted below : device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility not aware , noted ¿no¿ as to when the foreign matter adhered on the device. ¿ did not provided additional information. The time lag between the end of clinical use and the start of pre-washing ¿ no information. Flush the air/water nozzle with water and air- noted ¿unknown¿. Flushed air/water nozzle with detergent solution. Brush points for air/water channel with clean lint ¿free cloths, brushes, sponges- noted ¿no ¿. Facility noted normal, no abnormalities on the accessories used for reprocessing. Concerns regarding reprocessing- facility did not put any comments, no information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "poor water supply". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material clogged in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation .